Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that had an infection and redness under the entire patch area. The patient's physician stated that the patient had a mrsa infection around the dexcom insertion site and was sent for wound care treatment. The reaction was treated with a prisma wound dressing and oral antibiotics were prescribed on (B)(6) 2023, but the name and dosage was not mentioned. At the time of the report, it was stated that the infection healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).